Manufacturer narrative:
On 24-aug-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced capsular contracture, ptosis, and animation deformities. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, bilateral capsular contracture and ptosis. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor siltex contour profile moderate 425cc saline breast prosthesis when the right breast prosthesis deflated post implantation. Additionally, the patient developed bilateral capsular contracture (baker grade unknown), bilateral breast ptosis, and bilateral animation deformities. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 450cc gel breast prostheses on 11-jul-2025. During explant surgery, malposition of the right breast prosthesis was observed. The surgeon also noted minimal serous fluid in the right breast capsule. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-08107 for the report for the patient¿s right breast prosthesis. Two lot numbers were reported: 5736930 & 5762044. It was not specified which lot number belongs to patient¿s left breast prosthesis and which belongs to patient¿s right breast prosthesis. If clarification is received, a supplemental report will be submitted.